Manufacturer narrative:
According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the 22 fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum diameter of 8.3 mm, as it was reported the patient¿s left external iliac artery measured 6.4-7.2 mm in diameter, the 22 fr gore® dryseal sheath was oversized and therefore use was outside of IFU. Further, the IFU cautions, do not attempt to advance or withdraw the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And serious injury to the patient.

Event description:
On (B)(6) 2018, this patient underwent treatment of a thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprosthesis using a gore® dryseal sheath with hydrophilic coating. The access was made from the left side and the 24fr sheath (dsl2428j/16555087) was advanced. The endoprosthesis were successfully deployed. Removal of the sheath resulted in traumatic injury to the left external iliac artery. A gore® excluder® aaa endoprosthesis contralateral leg component was placed to treat the rupture. The procedure was completed and the patient tolerated the procedure. It was reported that the diameter of the vessel was outside of the treatment range of the sheath, although specific vessel diameters were not provided to gore. No further information is available.